Event description:
It was reported that the pt received a new implant on (B)(6) 2011 and was experiencing an uncomfortable sensation in her vagina and shocking/jolting. This stimulation sensation is not the sensation the pt was used to. It was reported that a loss of therapeutic effect. The pt has consulted her physician regarding this issue.

Manufacturer narrative:
(B)(4).